Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a left ventricular lead implant procedure. During the procedure, it was noted that the atrial lead was dislodged and exhibited decreased atrial sensing and high capture threshold. The lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.